Event description:
The user's hearing performance with the device was affected. There has been a decrease in performance over the last year, which was most notable in summer 2020. At an appointment in (B)(6) 2020 affected channels were seen. Recipient has reportedly never been a good performer despite consistent use. The user was re-implanted with a synchrony 2 flex 24 on (B)(6) 2021. However, full insertion could again not be achieved. And the explanted array of the device appeared to be "raised and away from the silicone".